Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid circumflex artery with moderate calcification. Pre-dilatation was performed with a non abbott balloon dilatation catheter however, after pre-dilatation a xience prime 2.75 x 33 mm stent was deployed and a dissection was observed. The dissection was seen under a fluoroscopy at the distal end of the xience prime. A xience v 2.75 x 23 mm stent was used to treat the dissection and post dilatation was performed with a non-abbott balloon dilatation catheter and the procedure was completed successfully. There was no clinically significant delay and no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: luge. Inflation: medtronic. Guide cath: 6f jl 3.5. Sheath: cordis. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.